Manufacturer narrative:
The patient reported that there was a bump on his back underneath the rear te pads. He claimed that the device rubbed against the bump, irritating the area which resulted in an infection requiring surgery. The patient did not allege any deficiencies against the device. Per review pf patient flag files, there is no evidence of device malfunction.

Event description:
A (B)(6) male patient contacted zoll customer support on (B)(6) 2013, to repot that he was undergoing surgery for an infection underneath the rear therapy electrode (te) pads. The patient reported that there was a bump on his back underneath the rear te pads. He reported that the device rubbed against the bump, irritating the area which resulted in an infection requiring surgery. The patient contacted zoll customer support on (B)(6) 2013, at 8:09:46 an to notify them that he would not be wearing the device while admitted for surgery that day. The device was shutdown on (B)(6) 2013, at 06:26:51 am. The patient resumed wearing the device on (B)(6) 2013 at 03:09:11 pm.